Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. A full performance verification has been performed and the device passed all tests successfully.

Event description:
The customer called technical support (ts) and reported when the device operated with CPAP (continuous positive airway pressure) mode during use, the pressure did not reach the settings. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted other than replacing the unit with another. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).